Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-38 alarm and an f-49 (malfunction in real time clock: abnormal rtc data) alarm were identified during power on self-test and review of the alarm log. The cause of the f-38 alarm is damaged force sensing resistors. The cause of the f-49 alarm is damaged battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. This was identified before use. There was no patient involvement. No additional information is available.